Event description:
It was reported that the customer experienced an error m-12 on the vio dv 2.0 integrated electrosurgical unit (erbe) startup. Technical support engineer (tse) worked with the customer and found foot pedal no longer working foot pedal was left disconnected at this time to continue room setup. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Confirmed. Fse replaced the single blue pedal. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.